Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a titanium adapter and catheter tubing. The tubing disconnected from the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information was received that this device is not a baxter product and therefore the original report is no longer valid. Should additional relevant information become available, a supplemental report will be submitted.